Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed inconsistent impedance readings during in-hospital interrogation, with triad impedance >200 ohms. Specifically, ra-can was >200 ohms, ra to rv was 197 ohms and rv to pg was 73 ohms. Ts suggested that the right atrial (ra) lead may not have reached saturation, but an abrupt lead integrity change couldn't be ruled out. Additional information indicated that the latest impedance measurement was 59 ohms (triad), suggesting a gradual rise rather than an acute fracture. Further tests, including a defibrillation threshold (dft) test and reprogramming options, were recommended. This lead remains in service.